Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7073133/7073019.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted devices will not be returned.